Manufacturer narrative:
Results: the catrx had bends approximately 8.0, 31.0 and 50.0 cm from the hub. The device was fractured approximately 111.5 cm from the hub just proximal to the guidewire lumen. The guidewire lumen was undamaged. Conclusions: evaluation of the returned catrx confirmed a fracture just proximal to the guidewire lumen. If the carx is advanced against resistance or otherwise manipulated at extreme angles during use, the device may kink and fracture. The guidewire lumen was undamaged. During functional testing, a demonstration guidewire was unable to advance through the guidewire lumen due to coagulated blood within lumen. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the initial resistance could not be determined. Further evaluation revealed bends along the catrx. These bends were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right coronary artery using an indigo system catrx kit. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician experienced resistance using the indigo system catrx aspiration catheter (catrx) and a non-penumbra guide catheter in the target vessel but completed one pass. While attempting to advance the catrx through the guide catheter on the next pass, the catrx broke at the end of its rapid exchange port and outside of the patient; therefore, the catrx was removed. The procedure was completed using another catheter and the same guide catheter. There was no report of an adverse effect to the patient.